Event description:
The pump was returned for service with report "resetting on and off". No patient injury or medical intervention has been reported. The pump was not in use at the time when the reported situation occurred.